Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00793. Concomitant medical devices: unknown nexgen femoral catalog#: unk lot#: unk. Unknown monoblock tibia catalog#: unk lot#: unk. Report source - foreign source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Study source: torle, johan et al. (2021) less polyethylene wear in monobloc compared to modular ultra-high-molecular-weight-polyethylene inlays in hybrid total knee arthroplasty: a 5-year randomized radiostereometry study. The knee, not yet published.

Event description:
It was reported via journal article that two patients were experiencing severe pain at their five years post-implantation from a total knee arthroplasty. No revision was reported. Attempts have been made and no further information has been provided.